Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator sought medical attention following an in home device shock. An in depth episode review was performed. Boston scientific engineers reported that likely the shock was inappropriate; questioning electrode integrity or a connection anomaly. As root cause of the noise, resulting in oversensing and inappropriate therapy, could not be conclusively determined and resolved, the system has been scheduled for a revision or system removal. Additionally, it was reported that approximately three weeks prior to the inappropriate therapy, the patient had undergone a pocket revision due to pain. It remains unknown if the system may have been compromised unintentionally during this procedure. No system anomalies had been reported prior to the elective intervention: the physician confirmed no device-electrode disconnect was required during the procedure to reposition the device submuscular. Field investigation reports at this time that the system has been reprogrammed to the secondary vector and no inappropriate therapy has resulted. As such, no surgical intervention planned at this time. The patient reported feeling well and routine device checks to follow.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator sought medical attention following an in home device shock. An in depth episode review was performed. Boston scientific engineers reported that likely the shock was inappropriate; questioning electrode integrity or a connection anomaly. As root cause of the noise, resulting in oversensing and inappropriate therapy, could not be conclusively determined and resolved, the system has been scheduled for a revision or system removal. Additionally, it was reported that approximately three weeks prior to the inappropriate therapy, the patient had undergone a pocket revision due to pain. It remains unknown if the system may have been compromised unintentionally during this procedure. No system anomalies had been reported prior to the elective intervention: the physician confirmed no device-electrode disconnect was required during the procedure to reposition the device submuscular. Field investigation reports at this time that the system has been reprogrammed to the secondary vector and no inappropriate therapy has resulted. As such, no surgical intervention planned at this time. The patient reported feeling well and routine device checks to follow. Subsequently, the patient was admitted for additional testing to ensure system optimization, in particular ventricular fibrillation (vf) recognition. The patient was intentionally induced with the secondary programming option selected. The device correctly sensed and terminated the induction rate, confirming normal operation. The physician was satisfied; reported this system will remain implanted and patient added the boston scientific's remote monitoring system for ongoing follow-up.

Manufacturer narrative:
(B)(4). Following the scheduled revision procedure, this event will be further updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator sought medical attention following an in home device shock. An in depth episode review was performed. Boston scientific engineers reported that likely the shock was inappropriate; questioning electrode integrity or a connection anomaly. As root cause of the noise, resulting in oversensing and inappropriate therapy, could not be conclusively determined and resolved, the system has been scheduled for a revision or system removal. Additionally, it was reported that approximately three weeks prior to the inappropriate therapy, the patient had undergone a pocket revision due to pain. It remains unknown if the system may have been compromised unintentionally during this procedure. No system anomalies had been reported prior to the elective intervention: the physician confirmed no device-electrode disconnect was required during the procedure to reposition the device submuscular.